Event description:
It was reported from (B)(6) that the air drive device had no momentum while drilling. It was reported that the malfunction occurred prior to surgery, and that there was no patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate